Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Field service engineer (fse) was dispatched to the customer site to further investigate the reported issue. Fse reviewed site system logs with a procedure date of (B)(6) 2022, and it is believed that the console functioned as intended by triggering blood leak sensor fail alarm. Fse replaced the blood detector monitor (bdm) on the console. Due diligence was conducted, and outset was not able to gather more information about why the patient was taken to the hospital. A review of production records for this unit did not note any manufacturing nonconformances that would contribute to a product. This MDR is being filed after the associated complaint was reviewed under retrospective review and reassessed as reportable.

Event description:
The home patient reported there was blood leak sensor failure during treatment on tablo. Patient lost about 200 ml of blood, treatment ended, and patient was taken to the emergency room (ER). Note: currently, it is unknown why the patient was taken to the ER. No further information was provided.